Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and had a fall. It was further reported that the right atrial (ra) lead dislodged during an aortic valve replacement procedure. Reprogramming occurred and the lead was turned off. The patient was subsequently cardioverted and found to be in complete heart block requiring ra lead explant and replacement. No further patient complications have been reported as a result of this event.